Event description:
It was reported the pt has been experiencing pain at her ipg site. The pt has had fluctuations in her weight which may be contributing to the issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.